Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4); the following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one screw was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction with the screw. Signs of use only. Functionally tested with in-house implant, no issue to threading. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used for approximately 1 month, and 7 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section 'precautions', it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (1238335). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1238335) for similar events and no other complaint was identified. Review completed utilizing keywords: 'loosening' post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (iuniht). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw is not firm, it loosens. The doctor confirmed that the procedure was concluded with other screw. Screw had been placed on (B)(6) 2021.